Manufacturer narrative:
Investigation summary the reported complaint of a crack could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding a microclave clear connector where it was stated that "during the use process, the nurse noticed that there was a crack in the connector, causing leakage. Then the nurse replaced it with a new one immediately." There was patient involvement but no patient harm.